Event description:
It was reported that during a bowel stricture resection procedure, the device was used for the resection. Four days post operatively a laparotomy was performed for a perforated viscus. The surgeon believes that the device failed and caused this perforation of the bowel.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what is the patient¿s current condition? On which firing(s) did this event occur (1st, 2nd, 3rd, etc)? Were any difficulties encountered when closing on the tissue? Was the instrument fired across or near an existing staple line or clip? Was another stapling device used during this surgical procedure? (I.e., cdh, ntlc, tlc, etc.) Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Was there any difficulty removing the device from the tissue? During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? Was the staple line inspected for integrity prior to transecting the tissue? What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)?